Event description:
Information was received from a consumer regarding a patient receiving bupivacaine and dilaudid via an implanted pump. The indication for pump use was failed back syndrome other and non-malignant pain. It was reported that the patient was in the ER (emergency room) on (B)(6) 2015 because he had "detoxed so bad" that he had to be taken by ambulance to the hospital. At that time, the critical pump alarm had been going off for 12 days. The patient had been transferred to another state for a short time and had a different pump managing physician during that time for pump refills. When he returned to his home state, his original pump managing physician refused to see him. The ER tried to reach his pump managing physician, but the physician refused to see the patient. The patient was discharged from the hospital with the pump still alarming. The pump was beeping every 10 minutes. As of (B)(6) 2016, the pump was still alarming every 10 minutes. The pump had not been filled. Per the patient, the pump went empty because he chose to get off pain meds.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.